Manufacturer narrative:
Result: damaged head-end outer panel siderails with sharp edges. Wrong power cord installed. Wrong footboard installed to bed; damaged head left siderail, and cracked head zoom control plastic cover exposing sharp edges.

Event description:
It was reported by service report that the pt head right side rail outer panel was cracked and had exposed sharp edges. The pt head left side rail outer panel was cracked and timing link did not lock in the highest position. The footboard did not work properly, the power cord plug was not properly fastened over the outer insulation, and the head zoom control plastic cover was cracked, exposing sharp edges. It is unk if there was pt involvement or adverse consequences to report.